Event description:
It was reported that hemoptysis occurred. A left atrial appendage closure procedure was performed, and a 31mm watchman flx left atrial appendage closure device was implanted after two partial deployments. The patient was discharged on the same day with no issues on dual antiplatelet therapy as the post-procedure regimen. The patient presented to the hospital with hemoptysis the following day. The patient denied any trauma between discharge on (B)(6) 2023 and admission on (B)(6) 2023. A computerized tomography scan was performed, and no effusion was noted. Localized pulmonary hemorrhage was noted and was localized to the area of the watchman flx device. The physician does not believe the watchman flx device caused the hemorrhage. The patient was discharged on (B)(6) 2023.

Event description:
It was reported that hemoptysis occurred. A left atrial appendage closure procedure was performed, and a 31mm watchman flx left atrial appendage closure device was implanted after two partial deployments. The patient was discharged on the same day with no issues on dual antiplatelet therapy as the post-procedure regimen. The patient presented to the hospital with hemoptysis the following day. The patient denied any trauma between discharge on (B)(6) 2023 and admission on (B)(6) 2023. A computerized tomography scan was performed, and no effusion was noted. Localized pulmonary hemorrhage was noted and was localized to the area of the watchman flx device. The physician does not believe the watchman flx device caused the hemorrhage. The patient was discharged on (B)(6) 2023. It was further reported that the patient has no known history of coagulation issues. No specific treatment was taken to treat the hemoptysis. The patient still has some hemoptysis since being discharged to home.

Manufacturer narrative:
B5: describe event or problem: updated.